Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine leiomyoma ('uterine fibroid tumors') and adenomyosis ('adenomyosis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant), arthritis ("arthritis"), swelling ("swelling ") and genital haemorrhage ("excessive bleeding") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy and removal of both of the essure devices on (B)(6) 2018 and subtotal hysterectomy in 2015). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine leiomyoma, adenomyosis, arthritis, swelling and genital haemorrhage outcome was unknown. The reporter considered adenomyosis, arthritis, genital haemorrhage, pelvic pain, swelling and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine leiomyoma ('uterine fibroid tumors') and adenomyosis ('adenomyosis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant), arthritis ("arthritis"), swelling ("swelling nos") and genital haemorrhage ("excessive bleeding") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy removal of both of the essure devices in (B)(6) 2018 and subtotal hysterectomy in 2015). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine leiomyoma, adenomyosis, arthritis, swelling and genital haemorrhage outcome was unknown. The reporter considered adenomyosis, arthritis, genital haemorrhage, pelvic pain, swelling and uterine leiomyoma to be related to essure.